Event description:
It was reported during the implant procedure, the screw at the connection of pacemaker and lead couldn't be fixed. The device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) no anomalies found; grommet and setscrew damage observed.